Manufacturer narrative:
The device was returned to stryker product assessment center (pac) for further investigation. The pac technician verified the reported issue. It was found that the root cause was a faulty analog pcb. Device archived by stryker pac and the customer received a replacement.

Event description:
The customer contacted stryker to report that their device was showing all three icons (attention, charge-pak and service wrench). With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if it was needed. During evaluation it was found that the device would not power on. There was no report of patient use associated to the reported event.

Event description:
The customer contacted stryker to report that their device was showing all three icons (attention, charge-pak and service wrench). With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if it was needed. During evaluation it was found that the device would not power on. There was no report of patient use associated to the reported event.

Manufacturer narrative:
Stryker evaluated the device and verified the reported issues. Stryker advised the customer that the device is unrepairable. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. (B)(6).